Event description:
Tube was placed in the pt. The pt was moved from o.r. To recovery. There it was noticed that 3 of the t-fasteners had come loose. Physician decided to go back into surgery and place another tube. No other complications known or reported at this time. Reporter stated this had happened on another pt prior to this event, but no details were available. Two pts involved.